Event description:
It was reported that the patient presented for dual chamber pacemaker implantation with left bundle branch pacing (lbbp). On (B)(6) 2026, a lead was implanted with satisfactory parameters. Approximately 30 minutes post-procedure, the lead helix appeared to retract, and the decision was made to reposition the lead the next day. On (B)(6) 2026, a second lbbp attempt was performed. Although acceptable parameters were achieved, the helix again appeared to retract after approximately 30 minutes. As the patient was pacing dependent, the lead was successfully repositioned in the rv septum. Patient condition was stable.